Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited high pacing impedance. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.